Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Severe disease in the iliac artery. It was reported that approximately two weeks post stent graft implant the patient presented with pain in the right limb. The CT revealed that the right limb was occluded. There is a bend in the stent graft and artery where the limb takes off from the bifurcated stent graft meet. The physician elected to perform a thrombectomy and placed a balloon expandable stent and the vessel was reopened. Due to the severe disease progression the physician elected to place a self-expanding stent from the iliac artery to the right common femoral artery. Final angiogram revealed brisk filling with good flow through the right iliac limb. No additional clinical sequelae were reported and the patient is fine.